Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement of 125 ohms. Technical services (ts) discussed programming and testing options at the physician's discretion. No adverse patient effects were reported. The device remains in service.